Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Blood in the helix/lobe mechanism.

Event description:
It was reported that the lead, during the implant attempt, would not fixate into the tissue. The lead was not used and another lead was placed. No patient complications have been reported as a result of this event.